Manufacturer narrative:
Inspection of the returned product revealed that the screwdriver blade broke when the user attempted to forcibly release the sleeve designed to hold the implant screw securely during the insertion process. The sleeve had been overtightened by the user during implant preparation, causing the clamp jaws of the sleeve to become firmly lodged on the screw head and making it impossible for the user to release the sleeve using the dedicated screwdriver. Ultimately, the excess force applied to the screwdriver blade caused it to break. Use of another instrument was required to forcibly release the sleeve. Manufacturing history for the product was reviewed and found to be conforming to specifications. No similar complaints have been received for this product. Cause has been established as user error due to incorrect assembly of the sleeve during implant preparation.

Event description:
After successful implantation of an orthodontic screw, the user attempted to remove the implantation sleeve using the dedicated screwdriver. However, the sleeve was firmly lodged on the screw head, the screwdriver blade broke, and another instrument was required to forcibly remove the sleeve. The orthodontic screw also broke in the process (manufacturer report #2019-00003).